Event description:
The customer stated that the insulin pump gave her too much insulin, causing a hospitalization for a low blood glucose of 27 mg/dl. Troubleshooting was performed, and no damage to the drive support cap was noted. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed a cracked display window corner.